Event description:
It was reported the 0mm tasp was fractured during the procedure. No pieces fell in the patient. No addtional information available.

Manufacturer narrative:
(B)(4). Item lot combination and reviewed manufacturing date as tasp exhibits signs of use (nicked or gouged) and anterior section of the post feature has fractured off. All pieces returned. The device history records & receiving inspection report was reviewed for deviations and / or anomalies with no deviations / anomalies identified-visually verified. Medical records were not provided. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile as specified in the dfmea. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A definitive root cause cannot be determined-no corrective actions, preventive actions, or field actions resulted after investigation of this event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.